Event description:
On (B)(6) 2012, it was reported, by an MRI technician, that a patient's vns was not activated. The reporter also stated that the patient was scheduled to have the vns explanted because it had become uncomfortable for the patient. It is unclear if surgery has occurred to date, and attempts to obtain any additional information have been unsuccessful to date.

Event description:
Additional information was received from the patient's surgeon indicating that the patient started experiencing pain in (B)(6) 2012, following a motor vehicle accident. The discomfort was not associated with stimulation and was limited to the chest wall. The generator and lead were explanted on (B)(6) 2012, for patient comfort, not to preclude a serious injury. No diagnostic or programming history was provided as it was indicated that the patient's device had been off for many years following epilepsy surgery. The explanted lead and generator were returned to the manufacturer on (B)(6) 2012, however product analysis is not yet complete.